Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 52 mg/dl, 450 mg/dl and 80 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that the customer was feeling hypoglycemic symptoms during the time of testing and so, she ate a candy bar, then drank orange juice. No other actions were reported taken or treatment received. A request was made for the return of the affected product.